Event description:
It was reported that when a patient was in the hospital for the implant surgery, they couldn¿t figure out why the heart monitor seemed to be messing up. The patient told them it was probably due to her implantable neurostimulator (ins). The patient had a loss of therapeutic effect and increased diarrhea for about a month prior to the report. The return of symptoms gradually became worse and she had no falls or trauma. The patient went to use her patient programmer and the batteries were depleted, so she put in new batteries. She noticed that her programmer probably ¿went out¿ a couple of weeks prior to the report. At the time of the report, the patient wasn¿t able to make an adjustment and the programmer wouldn¿t do telemetry without the antenna. She didn¿t have an antenna cord; she just held the programmer against her implant and got the poor communication screen. The following day, the patient received a replacement programmer, it still wasn¿t working, and it was doing the same thing as before. Since then, she¿d been trying to connect to the ins but kept getting the poor communication screen both with and without the antenna. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v872545, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).